Event description:
A patient was placed on the cpm (continuous passive motion) machine following total knee replacement. She reported to the staff that the machine had shocked her. The patient was switched to another machine. This machine also shocked her. The third machine she reported no shocks. ======================manufacturer response for continuous passive motion, (brand not provided) (per site reporter)======================the machines were removed from service and they began an investigation.